Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and determined the fracture was located approximately 326mm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that an alert was received due to a high system impedance measurement. Upon examination, the electrode was found to be fractured. Subsequently, the electrode was explanted and replaced successfully. The electrode is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was received due to a high system impedance measurement. Upon examination, the electrode was found to be fractured. Subsequently, the electrode was explanted and replaced successfully. The electrode is expected to be returned. No additional adverse patient effects were reported.